Event description:
The customer called to inquire about the letter he received regarding the drive support cap. Found that it was not damaged. The customer then stated that he had been hospitalized for low blood glucose levels. The customer had no further information regarding the event. Minimal troubleshooting was performed. The reservoir volume was accurate. The customer couldn't verify the programming, and didn't want to conduct much troubleshooting as it was going to take too long. Advised the customer to monitor the insulin pump and call back from troubleshooting when he had time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.